Event description:
Infant was admitted back to the hospital, 3 hours after being sent home, as the thermometer was giving a reading of 102-103. Hospital staff suspected the thermometer, shook it down, and found out it was giving false readings. Both thermometer from kit and their own as well was used to determine the inaccurate reading. Infant was doing fine and released.